Event description:
The MFR received info alleging a ventilator's ac inlet connector was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's ac inlet connector will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.